Event description:
During a remote follow up, undersensing was observed on the device. No intervention was performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.